Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not received for evaluation; therefore, the customer reported event cannot be confirmed. The company service representative examined the system. The ultrasound measurements were performed, and the system operated as intended. The tuning was tested on both handpiece ports without any problem. The system was then tested and met all product specifications. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during a cataract surgery an ophthalmic handpiece exhibited with no phacoemulsification power. The surgery was completed with an alternate handpiece. There was no patient harm. Additional information has been requested.